Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2019 as no event date was reported. (B)(4). Investigation results: one flexiva 200 laser fiber was returned in one continuous piece. The piece measured approximately 318.1 cm from the top of the connector and includes the entire distal tip. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm appeared unused and no damage along the body of the fiber. Visual examination revealed that light can travel to the fiber face within the sma connector to illuminate it, but the light was poor and low intensity indicating that the fiber was broken within the connector. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. A DHR (device history record) review was performed and device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a flexiva 200 laser fiber was used in a procedure performed on an unknown date. According to the complainant, during the procedure, the laser fiber worked for two minutes and suddenly it stopped working. There was no serious injury nor adverse patient effects as a result of this event. This event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber was broken within sma connector.